Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 04-dec-2019 with the following findings: evaluation revealed that keypad buttons were unresponsive to button presses. The keypad cover was removed and contamination was found under all of the keypad button contacts. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed that keypad buttons were unresponsive. Evaluation showed contamination under the all of the keypad button contacts. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 04-dec-2019.